Event description:
It was reported that there was a clean slice on the surface of the patient line of a homechoice automated pd set with cassette. The reporter also stated that there was a bubble "somewhere on the patient line", above where the line was clamped. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.